Event description:
It was reported that particulate matter approximately 1 mm in size was observed in an empty intravia container. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed that there was particulate matter in the device, confirming the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.